Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on 06/16/2014 with the following findings: during investigation, the pump powered on with audio tones, vibration and a blank screen. The pump was removed from case and the display screen was observed to be cracked. The screen was removed and replaced with a new test screen and the display functioned properly. Further testing was not able to be completed due to the blank screen. Unrelated to the complaint, evaluation revealed the battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.